Manufacturer narrative:
Block e1: initial reporter address: (B)(6). Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted in the pancreas for necrotic collection during an endoscopic ultrasound (eus) drainage collection procedure performed on (B)(6) 2023. The patient's anatomy was dilated prior to stent placement. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, a puncture was created. However, the tip of the catheter could not pass the collection. The tip of the sheath was kinked after several attempts. The first flange was attempted to be deployed; however, it was deployed outside the collection. The stent was removed partially deployed on the delivery system from the patient and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event.